Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1210161; d.4. Medical device expiration date: 7/31/2026; h.4. Device manufacture date: 7/29/2021. D.4. Medical device lot #: 9259196; d.4. Medical device expiration date: 8/31/2024; h.4. Device manufacture date:9/16/2019. D.4. Medical device lot #: 0094153; d.4. Medical device expiration date: 5/31/2025; h.4. Device manufacture date: 4/3/2020. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/30/2021. H.6. Investigation: two hundred and eighty-six 3ml syringes (p/n 309657) sealed in their blister packs and two loose 3ml syringes with eclipse needles not produced at bd canaan were received. Twenty-three were from batch #1210161, one hundred and nineteen were from batch #9259196, and one hundred and forty-four were from batch #0094153, with the two loose samples being from an unknown lot. The samples were visually evaluated. No visual defects were observed on any of the samples and all products were acceptable per product specification. The "sticky" substance noted in the verbatim is most likely silicone lubricant used in the assembly process of which the normal expected amount was present. H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional, the syringes have a sticky substance inside of them.   Syringes have sticky substance inside them.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional, the syringes have a sticky substance inside of them.   Syringes have sticky substance inside them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.